Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device that was cleared or approved by FDA for marketing in the united states.

Event description:
During incoming inspection by the distributor, a foreign material was found inside the sterile tray of the subject lead.

Manufacturer narrative:
Please refer to the investigation report. (B)(4).

Event description:
During incoming inspection by the distributor, a foreign material was found inside the sterile tray of the subject lead.